Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events, concerned a (B)(6) (at the time of initial report) asian female patient of (B)(6) nationality. Medical history included surgery for hyperthyroidism. Concomitant medication was not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injection (humulin 70/30, 100u/ml) from cartridge, via reusable pen humapen ergo ii, unknown dose, three times a day, subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date in 2016. On an unknown date while on human insulin isophane suspension 70%/human insulin 30% therapy she experienced fasting blood glucose of 22-25 (units, exact values and reference range was not provided). On an unknown date she was hospitalized to regulate her blood glucose almost every spring or autumn because of her fasting blood glucose of 22-25. It was also reported that she would be dizzy when her blood glucose dropped below 10. It was reported that insulin was not injected due to the issue with the humapen ergo ii, insulin was not injected into, and she was dizzy, uncomfortable and soft. The insulin cartridge had issue therefore it was discarded(conflicting as reported also ongoing). ((B)(4) lot unknown/ (B)(4) lot unknown/ (B)(4) lot unknown). The first humapen ergo ii device was started on an unknown date in 2019. The second device was started in spring 2021, while the device issue occurred on (B)(6) 2021. The information regarding the outcome of events, corrective treatment details and further hospitalization details were not provided. Human insulin isophane suspension 70%/human insulin 30% therapy was ongoing. The general model humapen ergo ii devices of use was not provided and the first suspect humapen ergo ii device duration of use was approximately two years as it was started approximately in 2019 however the second suspect humapen ergo ii device duration of use was approximately ten months as it was started approximately in 2021. The patient discontinued to use the first humapen ergo ii device and action taken with second humapen ergo ii device was not provided. (Conflicting as also reported both ongoing). The suspect humapen ergo ii associated with (B)(4) was not returned to the manufacturer. The suspect humapen ergo ii associated with (B)(4) was not returned to the manufacturer. The initial reporting consumer assessed the relatedness of the events with the human insulin isophane suspension 70%/human insulin 30%therapy and humapen ergo ii devices as unknown. Update 23nov2021: additional information received on 22nov2021 from global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and (B)(6) (EU/(B)(6)) device information for suspect humapen ergo ii associated with (B)(4) and the suspect humapen ergo ii associated with (B)(4) which were not returned to the manufacturer. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
Narrative field: new, updated, and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement(s) dated (B)(6) 2021 in the describe event or problem field. No further follow-up is planned. This report is associated with 1819470-2021-00167 since there is more than one device implicated. Evaluation summary; a female patient reported that insulin could not be ejected when using her humapen ergo ii (unspecified issue). The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use or storage.